Event description:
A surgeon reported that a patient who had undergone lasik surgery was overcorrected six months after surgery. The event duration was reported to be ten months. The patient experienced blurred vision and dry eye postoperatively. Corticosteroid drops were prescribed. According to the surgeon the events were expected to resolve with treatment. Additional information has been requested but not received to date. This is one of two medical device reports being filed for the same patient. This report is for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested but not received to date. (B)(4).